Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards japan affiliate, during a transfemoral transcatheter aortic valve replacement (tavr) in the native aortic position, left ventricular (lv) perforation occurred. A long dry seal was used to access vessel tortuosity. After a safari wire was placed in the left ventricle (lv), it was accidentally pulled out, the straight wire was inserted into the aortic valve again and the safari wire was placed in the left ventricle. Bav was performed and the commander delivery system was inserted, and valve alignment was performed at the descending aorta. The fluoroscopy showed that the balloon was slightly bent at the tip of the sapien 3 valve. To release the tension applied to the delivery system, the physician tried to disengage the pusher and the sapien 3 valve, but it did not work. The alignment position was appropriate, so the sapien 3 valve was crossed to the aortic valve. The sapien valve gradually moved from the alignment marker to the handle side about 3 mm to 5 mm. Immediately after the start of deployment, during half-inflation, the balloon was inflated only on the distal side (left ventricular side) and the valve moved toward the handle side (aortic side), so inflation was discontinued. It was attempted to perform valve alignment at the descending aorta but was unsuccessful. The valve alignment was performed at the aortic arch. The alignment position was appropriate, the sapien 3 valve was crossed to the aortic valve. After sapien 3 valve deployment, blood pressure dropped rapidly, and pericardial effusion was confirmed. The valve deployment was started immediately. During the valve deployment, the balloon moved toward the left ventricle, but the valve was placed in the intended position. Subsequently, pericardial drainage, cardiac massage, and pcps were introduced. Blood removal was poor, volume load. The blood removal did not improve, and the patient was transferred to thoracotomy. No obvious bleeding point from the apex of the heart could be confirmed. Although no damage to the ascending aortic arch was observed, bleeding from the liver was observed. It is suspected that the liver was damaged by cardiac massage or pcps devascularization as an emergency medical care. The patient was temporarily discharged from the operating room and after that, died in the ward on the same day of tavi procedure. The cause of death was bleeding.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h6 component codes and investigation conclusions. Correction to h6: remove clinical code "no clinical signs, symptoms or conditions". Corrected d6a: remove implant date. Add new information to h.6 type of investigation and investigation findings. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided by the site and revealed significant tortuosity present within the patient's arterial anatomy. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system, device preparation training manual, device procedural training manual, patient screening manual and no IFU/training deficiencies were identified. The complaints were unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "the commander delivery system was inserted, and valve alignment was performed at the descending aorta. The fluoroscopy showed that the balloon was slightly bent at the tip of the sapien 3 valve. To release the tension applied to the delivery system, the physician tried to disengage the pusher and the sapien 3 valve, but it did not work. The alignment position was appropriate, so the sapien 3 valve was crossed to the aortic valve. The sapien valve gradually moved from the alignment marker to the handle side about 3 mm to 5 mm. Immediately after the start of deployment, during half-inflation, the balloon was inflated only on the distal side (left ventricular side) and the valve moved toward the handle side (aortic side), so inflation was discontinued. It was attempted to perform valve alignment at the descending aorta but was unsuccessful. The valve alignment was performed at the aortic arch". There are several potential etiologies for ventricular perforations, cardiac perforations, or ventricular ruptures during the thv procedure, including perforation by the guidewire, delivery system, bav, transvenous pacer (tvp) lead or pa catheter. If the perforation or rupture was caused by the delivery system, bav, or guidewire with an edwards' device on it and/or if the bleeding is significant requiring a blood transfusion, and/or an intervention is required, these events are reportable. Per 3mensio review, tortuosity was present within the patient's arterial anatomy . As such, navigation through tortuous anatomy could contribute to a build-up of tension in the delivery system. Additionally, if the thv is unseated during alignment (figure 3), which may be suggested by the reported balloon "slightly bent at the tip", this can also result in higher than usual valve alignment forces and can create further tension in the system in order to achieve final alignment position. Per the training manual, "release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position." It is possible that unreleased tension may have resulted in the reported thv movement during positioning and deployment. Once the flex tip is retracted back to the triple markers, prior to inflation of the balloon, tension is relieved and expressed on the system by the proximal movement of the thv. Pra was previously initiated to investigate and document the valve movement on balloon issue and its associated risks for the commander delivery system. In the pra, build-up tension within the delivery system during the procedure (e.g. Via valve alignment in a non-straight section, torquing of the system, patient tortuosity, etc) was identified as a possible cause of valve movement on balloon during flex tip retraction. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in a non-straight section) may have contributed to the complaint event.